Manufacturer narrative:
This report has been deemed reportable based upon the evaluation of the actual sample that was returned by the user facility. Implanted date: device was not implanted. Explanted date - device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. One used 8fr angio-seal vip device was returned for product evaluation. The device was returned within a sealed package. The carrier tube and hemostasis sheath were visible within the packaging. The tubing of the sheath was found to have disintegrated into fragments. The failure appeared consistent with embrittlement as the sheath had crumbled into pieces. As the failure was consistent with embrittlement due to uv/light absorption, the component was subjected to fourier-transform infrared spectroscopy (ftir) to test for material degradation. The infrared spectrum of absorption was compared with a negative control sample (ftir attached) to determine if the sample had experienced photo-oxidation due to uv exposure. It was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation such as sunlight. The IFU and the labelling on the device warns the user against exposure to sunlight including uv light. The product was expired at the time of use as the event date was reported to have been (B)(6) 2022 and the date of expiration for the lot was 12/31/2021. However, it could not be determined whether the age of the device contributed to the observed issue. The complaint was able to be confirmed for fracture of the sheath. The sample was found to have been exposed to uv/light exposure. It is not clear how the sample may have experienced uv/light exposure, and the source of exposure was unable to be determined. A corrective and preventive action (CAPA) had previously been opened to investigate this issue further.

Event description:
The user facility reported that when the doctor opened the package of the angio-seal, he found that the sheath had been fractured and could not be used. They then replaced with a new set of angio-seal for him to complete the surgery. The estimated blood loss was less than 250cc. The patient's condition was good, and the procedure outcome was good. Additional information was received on 07 jan 2022: the procedure performed for the patient prior to use of the closure device was a peripheral arterial occlusive disease (paod) procedure. An 8fr procedural sheath was used. The sheath tip was fractured. A pre deployment angiogram was performed. The patient was in stable condition. Additional information was received on 23 feb 2022: they are temperature-controlled storage conditions and not exposed to ultraviolet (uv) lighting. The facility does not have a whole room sterilization equipment in place. The warnings were provided in the case box regarding storage of the device. They were stored in the original shelf pack box.